Manufacturer narrative:
There are no allegations of system or device failure or malfunction. Explant was performed due to patient's existing medical condition and is unrelated to the nalu system.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator on (B)(6) 2022. After the implant the patient began to display early signs of dementia and showed difficulty understanding the nalu system or its purpose as the disease progressed. Physician elected to explant the system due to patient's mental status. Explant took place on (B)(6) 2023 however nalu was not made aware of the procedure until 21jul2023.